Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that customer was admitted to hospital on (B)(6) 2022 due to high blood glucose level and diabetes ketoacidosis. The blood glucose level at the time of hospitalization was 1400 mg/dl. Current blood glucose level was 113 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom related with high blood glucose level including unconsciousness. The auto mode feature was active at the time of incident. Customer was treated with insulin intravenous drip and manual insulin injection or insulin pen. Troubleshooting was performed and insulin pump passed high pressure test. The insulin pump will not be returned for analysis.